Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker was overestimating its battery life. No intervention was performed. The patient was stable.